Manufacturer narrative:
Received three 138110 in original packaging. Lot numbers were verified. Performed a visual inspection, the device was encroaching the seal. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging did have a insufficient heat seal in the device. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be that the device was encroaching the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of three (3) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 242 complaints, regarding 1,172 devices, for this device family and failure mode. During this same time frame 8,821,547 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised the following: inspect and test each device before each use. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 138110, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.